Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the venous occluder head was broken. The unit does not function. Since the event occurred during preventative maintenance, ther was no pt involvement.

Manufacturer narrative:
The occluder end cap on the venous occluder head was broken at the latch. This is a back-up unit and the customer has opted not to fix it at this time. There will be no parts coming back. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.